Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. It has been confirmed that the same event has been already reported under report number 3010266064-2021-00554 (our internal reference number (B)(4)). We conclude that the event will be investigated under this last complaint mentioned. Therefore, this report will be closed as duplicate. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
Results of investigation: the navio surgical system (italy), country of origin (spain) product npfs02030, (B)(6) used in treatment was not made available to the designated complaint unit for evaluation, however photos were provided for evaluation. A relationship between the reported event and the device was confirmed. The photos show an internal cabling error message and error code 40000000000. A functional evaluation could not be performed because the device was not returned. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was confirmed in the photos, the root cause is undeterminable. A factor that may have contributed to the reported symptom may have been associated with an internal cabling short causing siu failure and error code 40000000000. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure and there is a label warning to have a sterile manual tray available. This failure is an identified failure mode within the risk assessment. Per complaint details from spain, it was reported that during a tka surgery, an internal cabling/drill error appeared on the screen. They turned the system off and when they turned it back on a 40000000000 error code appeared. Based on the information provided, there was a surgical delay of greater than 30 minutes. No patient injury or impact was reported and the procedure was completed with manual instrumentation. Smith & nephew has not received adequate materials (operative reports) to fully evaluation the complaint, but if additional clinically relevant materials are later received the complaint can be reopened. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio assisted surgery when proceeding to the milling screens, an error appears on the screen indicating that there was an issue with the internal cabling. All data collection, mapping, planning, ligamentous balance screens were performed. The procedure was changed to manual instruments and completed with a delay of greater than 30 minutes. Patient was not harmed as consequence of this problem.